Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that after stent implantation, an image was observed that could be a proximal dissection or a proximal plaque shift; therefore a second stent was implanted to treat it. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the instruction for use (IFU), is a known adverse event associated with coronary stenting. Dissection is not an indication of a product quality issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. The IFU also states, predilate the lesion with a ptca catheter." A conclusive root cause for the reported pt effect, and the relationship to the device cannot be determined.